Event description:
I was implanted with allergan natrelle breast implants. The implants have caused extreme illness with many symptoms, headaches, vertigo, sleep apnea, insomnia, joint pain, rashes, dry eyes, hormone disruption. Inflammation, emotional issues, anxiety and the list goes on. The FDA needs to outlaw breast implants, the implant is made with over 40 chemicals. Many are carcinogenics known to cause cancer, the implants are causing severe illnesses to thousands of women all over the world, even cancer and death. I have not had the implants explanted yet, it is very expensive.